Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with"failed"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repair was made to correct the reported condition. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the pump failed 'can't power up'. Ui pcba was changed & pump passed subsequent testing.